Event description:
It was reported that the patient experienced shocks due to the atrial lead migrating to the ventricle. The lead exhibited high thresholds and was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.